Event description:
From staff: the stereotactic breast biopsy device did not pass the initial set-up check. After the breast biopsy device was attached to biopsy machine and set-up as stated by manufacture guidelines a test fire was done. The biopsy device did not pass test fire stage. This device was removed from the area, and a new biopsy device was opened. The biopsy device did not come in contact with the patient. Eviva stereotactic guided breast biopsy petite system. Lot-e25g02rj, exp 2027-07-02.